Event description:
A customer reported that they removed the battery from a remote monitor as a result of a low battery message on their acuity central station, and proceeded to press the alarm reset button on the acuity station. They observed that the display indicator on the acuity central monitor turned green. Under normal behavior, the display indicator will turn blue until full communication with the remote monitor has been established and then turn to green.